Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested earlier and the following was obtained: procedure name ¿ pelvic lymph node dissection. Location and incision size of product application: all on robotic port sites. What in the physicians opinion are the factors contributing to the event: unclear as to whether this is patient specific, prep/injection-based, or product based. How the device was used (what layer of tissue and how many layers applied): skin, one layer on each. Was a dressing placed over the incision; if so, what type of cover dressing used: no dressings were applied. How large of an area does the reaction cover: abdomen, particularly in a two inch radius around the application sites. What was done to address the reaction: oral antibiotics, oral steroids, topical steroids, and anti-histamine spray. Were the steroids prescribed or over the counter: prescribed on all. Was the product removed; was another method used to close the incision: removed, no. Was the site cultured; if so, what bacteria were identified: sites were not cultured. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde: no known allergies on any of the patients. Is the patient hypersensitive to pressure sensitive adhesives: no known allergies on any patients. Were any patch or sensitivity tests performed: no. What is the most current patient status: all patients are now doing fine. Is the lot number for the product known: no. Is the product or representative sample (product from the same lot number) available for evaluation: no. The sales rep mentioned that the reactions occurred over a 3 month period.

Event description:
It was reported that the patient underwent a pelvic lymph node dissection procedure on unknown date and the topical skin adhesive was used on skin as one layer. Following the procedure, the patient developed an allergic reaction, redness, bumps, inflammation and blistering around the application site. The location of reaction was abdomen, particularly in a two-inch radius around the application sites and the topical skin adhesive was removed. There was no another method used to close the incision. The patient successfully was treated with prescribed oral antibiotics, oral steroids, topical steroids, and/or anti-histamine spray. The patient is now doing fine. Additional information has been requested.